Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The housing was removed for inspection, and a broken conductor wire was observed at the proximal end in the main tube. The instrument failed the electrical continuity test. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
During a da vinci-assisted myomectomy surgical procedure, it was reported that the bipolar function of the maryland bipolar forceps instrument intermittently worked. The instrument was replaced. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported patient harm or injury.